Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified coronary artery. A 38x3.50 promus premier&#10244;rug-eluting stent was advanced to the lesion; however, strong resistance was encountered. When the device was removed, it was noted that the edge of the stent was lifted. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.